Manufacturer narrative:
Insulin pump was received with motor error alarm during occlusion test and unable to prime at 2.5 lbs during prime/delivery test due to loose drive support disk. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Insulin pump was returned for unknown reasons. Insulin pump was received for failure analysis with motor error alarm.